Event description:
(B)(6) reported the death of (B)(6). Cause of death was reported as: unk (per me office medical investigator (B)(6), death will be pending for the next 6-8 weeks due to possible suicide investigation) place of death: home. Doctors name and contact info: unk. (B)(6) was wearing pump at time of death. (B)(6) shared the following details regarding the death of (B)(6): (B)(6) county me office/medical investigator (B)(6) (for add'l info surrounding death) shared the following: investigator (B)(6) stated that (B)(6) death will be pending for the next 6-8 weeks however, she was discovered with an insulin pump (mmt-723nab, s/n (B)(4)) and investigator (B)(6) feels there is a strong possibility the pump may have contributed to her although, she did not suffer from diabetes. Investigator (B)(6) states the insulin pump found with (B)(6) was attached to her body via infusion set at time of discovery. (B)(6) states the infusion set was found attached to (B)(6) left thigh and ran to a reservoir attached to the pump. Confirmed death is being investigated as possible suicide. Investigator (B)(6) is willing to return pump, infusion set, and reservoir in use at time of passing. (B)(6) county medical examiner office (B)(6).

Manufacturer narrative:
No used or unused devices were returned to unomedical and due to the missing lot number we are unable to perform any type of testing. Should unomedical receive further info or should we receive any devices we will re-open the case. Eval summary: the retained samples were not tested due to missing lot number.